Manufacturer narrative:
A vyaire field service representative (fsr) went on-site to evaluate the suspect device. The fsr was able to confirm the reported event with low tidal volume, low minute ventilation, and circuit disconnect errors in the events log. After the fsr replaced the flow sensor and diaphragm, the issue was resolved. The fsr performed the operational verification procedure and reported the device meets service specifications.

Event description:
The customer reported while using the vela ventilator; something is wrong with the device. A vyaire field service representative went on-site to evaluate the device and reported the device displayed low tidal volume, low minute ventilation, and circuit disconnect errors. The issue occurred during patient-use. The customer reported it is unknown whether or not there is no patient consequence associated with the event.